Event description:
A patient reported that patient was unable to test on one touch meter. Patient's meter allegedly would only prompt the "error 2" message. Patient reported feeling "shaky and perspiration". Patient did not seek any medical intervention. There was no comparison. Patient ate something and took their insulin. No medical treatment beyond home. No further information has been reported.